Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped inflating when pumped, and reservoir stopped holding fluid. The ipp was explanted and replaced. There were no patient complications reported.